Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they needed an MRI for their shoulder pain, but their ins hadn't been working in 4 years. Pt said the facility wouldn't go through with the MRI unless pt could put the ins into MRI mode, but pt said the ins wouldn't charge so pt couldn't put into MRI mode. Pss asked when pt tried to charge/connect again, but pt just said the ins hadn't been working in 4 years. Pt said they tried to get the ins out at that time, but their insurance at the time wouldn't allow it. Pt said they now have new insurance and was going to try and get the ins taken out. Pt asked what they can do to have the MRI. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss reviewed general MRI information and redirected to hcp to check eligibility or try to charge device for MRI mode. Additional information was received from the patient. It was reported that the rep was unable to charge after several times jump starting the ins. The patient mentioned they had not had their therapy on for 4 years because the leads were broken in their back.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of the leads broken in back, by stating that the patient¿s ins had not been charged for 4 years. The rep indicated that they helped the patient locate a pain management provider to assist them. The rep indication that they had no further information and that different reps covered this patient.